Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a segment of the conductor wire dislodged from the distal clevis. A loop of the wire protrudes above the outer surface of the yaw pulley. The wire insulation was not damaged and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire do not show damage. Common causes of dislodged instrument conductor wire - bipolar are attributed to damage through external collisions, during use, or during reprocessing.